Event description:
After having had several series of synvisc in his left knee my husband had a series of three synvisc injections in his right knee in 2006. The injections seemed to go as normal. But by noon the following day his knee was extremely swollen and very painful. By that evening he had to use crutches to get around. His doctor perscribed darvocet-called in- and told him to come into the office the next morning. At his dr office 14 vials of fluid were removed from his knee. He was sent home with antibiotics, vicodin and steroids. The pain was so intense that none of the medications could touch it or provide any comfort. The next day, another trip to the dr and 12 vials of fluid were removed. At this point he was in uncontrollable pain and was vomiting. He was sent to the ER so that lab work could be performed. By 10:00 pm he was admitted. No amount of pain medication could touch the pain. The next day arthroscopic surgery was performed to flush and clean the joint. He was released from the hosp 4 days later, on IV antibiotics. It is now jan 8, 2007, he is being treated by a rheumatologist, the knee continues to fill with fluid, it is still very painful. He has not been able to work in 9 weeks and still needs crutches. There was never any sign of infection, gout or any other reason for this reaction other than synvisc. His current dr has treated other pts who have had this response to synvisc and says it could be 6 months or more before he is better. He (dr) refuses to use this drug on any of his knee pts. I know that they want to start using synvisc in other joints besides knees, I can only imagine how many people will be showing up with autoimmune responses in all parts of their bodies if this is approved. My husband and I can only keep going day by day, hoping that soon he will start to recover from this drug reaction.